Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer¿s blood glucose was 350 mg/dl. Reportedly, the alarm was cleared to address the issue and the remainder of the bolus was delivered successfully.